Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), ovarian cyst ("other injuries or complications:left ovarian cyst"), genital haemorrhage ("heavy and irregular bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and bipolar disorder ("bipolar disorder") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast lump (lumpectomy) in 2007. Concurrent conditions included overweight, dysfunctional uterine bleeding, cyst rupture, varicose veins, spinal disorder, nicotine dependence and sleep apnea. Concomitant products included buspirone, cilest (sprintec), gabapentin, medroxyprogesterone (depo provera) since (B)(6) 2015, paroxetine hydrochloride (paxil) since (B)(6) 2016, varenicline tartrate (chantix) since (B)(6) 2015 and zolpidem tartrate (ambien) from 2012 to 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems:depression"), anxiety ("anxiety") and anhedonia ("mild anhedonia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes :mood swing") and hot flush ("hot flashes"). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6)2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), endometriosis ("repoductive system disorder or condition type :endometriosis"), pain in extremity ("leg pain"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and dysuria ("painful urination"). The patient was treated with surgery (lotal vaginal hysterectomy and salpingectomy on (B)(6) 2016) and surgery (cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage and menorrhagia had resolved, the ovarian cyst, genital haemorrhage, uterine haemorrhage, dyspareunia, mood swings, hot flush, depression, anhedonia, migraine, endometriosis, dysmenorrhoea, fatigue, bladder disorder, urinary tract disorder, pain in extremity, perineal pain, abdominal pain and headache outcome was unknown and the bipolar disorder, anxiety and dysuria was resolving. The reporter considered abdominal pain, anhedonia, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pain in extremity, pelvic pain, perineal pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that the plaintiffrequired surgical intervention_to_address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: full tubal occlusion current weight 235 lbs. Approximate weight at the time of essure placement 250 lbs. On (B)(6) 2015, us pelvic transabdominal and trans vaginal: right ovarian cyst, likely follicular. On (B)(6) 2016, us peivic complete w/transvaginal: dysfunctional uterine bleeding, bilateral ovarian cyst. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. Reporter's information was updated. Event added: headaches. Concomitant drug and concomitant diseases were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("heavy and irregular bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and bipolar disorder ("bipolar disorder") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast lump (lumpectomy) in 2007. Concurrent conditions included overweight, dysfunctional uterine bleeding, cyst rupture, varicose veins, back injury and nicotine dependence. Concomitant products included medroxyprogesterone (depo provera) since april 2015, paroxetine hydrochloride (paxil) since (B)(6) 2016, varenicline tartrate (chantix) since june 2015 and zolpidem tartrate (ambien) from 2012 to 2015. In march 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety") and anhedonia ("mild anhedonia"). On (B)(6) 2015, the patient experienced mood swings ("mood swing") and hot flush ("hot flashes"). On (B)(6) 2016, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), depression ("depression"), migraine ("migraines/headaches"), endometriosis ("endometriosis"), fatigue ("fatigue"), pain in extremity ("leg pain"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and dysuria ("painful urination"). The patient was treated with surgery (lotal vaginal hysterectomy and salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, uterine haemorrhage, dyspareunia, mood swings, hot flush, depression, anhedonia, migraine, endometriosis, dysmenorrhoea, fatigue, ovarian cyst, bladder disorder, urinary tract disorder, pain in extremity, perineal pain and abdominal pain outcome was unknown and the bipolar disorder, anxiety and dysuria was resolving. The reporter considered abdominal pain, anhedonia, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pain in extremity, pelvic pain, perineal pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that the plaintiff required surgical intervention_to_address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: full tubal occlusion current weight 235 lbs. Approximate weight at the time of essure placement 250 lbs. On (B)(6) 2015, us pelvic transabdominal and trans vaginal: right ovarian cyst, likely follicular on (B)(6) 2016, us pelvic complete w/transvaginal: dysfunctional uterine bleeding, bilateral ovarian cyst most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics, historical condition, concomitant disease and concomitant medications added. Essure indication updated and stop date added. New events mood swings, hot flashes, abnormal bleeding (vaginal, menorrhagia), depression, anxiety and mild anhedonia, bipolar disorder, bladder or urinary problems or changes, migraines / headaches, endometriosis, dysmenorrhea (cramping), fatigue, left ovarian cyst , leg pain, perineal pain, abdominal pain and painful urination were added. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and weight increased ("weight gain"). The patient was treated with surgery (surgical intervention to address her complications was performed on (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: on or about september 2, 2016, it was determined that the plaintiff required surgical intervention_to_address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.